Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event of fluid overload which warranted hospitalization. The definitive cause of the fluid overload is unknown; therefore, causality cannot be determined. There is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler for ccpd therapy without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized due to fluid overload. The peritoneal dialysis registered nurse (pdrn) reported the patient went to the hospital for a fistula evaluation (specifics not provided) and was hospitalized for fluid overload (specifics not provided). The discharge summary was unavailable during follow-up, as such the hospital course and discharge disposition of the patient is unknown. The patient was reportedly transitioned to in-center hemodialysis (hd) due to pd therapy ¿not working for the patient¿ (specifics not provided). The patient was continuing with hd therapy for fluid removal and was recovering from the event.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.